Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of foreign material: cause not established. Based on the results of the investigation, it is likely the following led to the malfunction of scorched tip: component failure a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the auxiliary water supply tube and nozzle, and the tip cover was scorched. There was no patient involvement.